Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported during an unrelated procedure the l5 drg lead was pulled. The patient experienced ineffective therapy due to l5 lead migration and inability to program l3. Surgical intervention was undertaken on (B)(6) 2025 wherein the l5 lead was cut by the physician, and the fragmented lead remains implanted. Surgical intervention may be undertaken to address the l3 lead.